Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® sst¿ ii advance plus blood collection tube, there was poor separation after two centrifugations. No adverse impact was reported regarding the patient or user.